Event description:
The customer reported being in the hospital earlier in the week due to her virus and then turned into ketones. Initially, the customer requested assistance with programming her insulin pump. Provided the customer with the information needed in order to set up her bolus wizard. The caller stated that she will call back after speaking with her doctor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.